Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced no audio output from the receiver and an adverse event. Patient reported that he knew he wasn't getting audio alerts, but normally keeps his receiver on his hip so he can feel the vibration of the receiver. The night of the medical intervention he left his receiver by his bedside. At 2:00am on (B)(6) 2016, the patient experienced a hypoglycemic event. The patient was able to call out to his daughter and she called the paramedics. Patient's daughter provided the patient with apple juice, cookies, and a turkey sandwich. By the time the paramedics arrived his blood glucose levels were rising. The paramedic tested his blood sugar levels and left when they reached 80 mg/dl. The paramedics did not provide medical treatment. At the time of contact, the patient was stable. No additional patient information is available. The receiver was returned for investigation. The device was determined to be in good condition based on external visual inspection. Log review did not contain any issues related to the customer complaint. Global receiver functional testing resulted in audio failures. The receiver was opened for speaker inspection and high resistance was found. The customer complaint of no audio output was confirmed. The root cause was determined to be a defective speaker assembly.